Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a "patient complained of feeling like he was going to pass out" upon application of a programming head over the patient's implantable defibrillator. Application of wireless telemetry to the same device did not elicit the same patient response. It was further reported that the device had telemetry issues, no pacing and loss of function. The patient was passing out due to loss of pacing. The device was explanted and replaced. No further patient complications were reported due to this event.

Event description:
It was reported that a "patient complained of feeling like he was going to pass out" upon application of a programming head over the patient's implantable defibrillator. Application of wireless telemetry to the same device did not elicit the same patient response. No further patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity, the cause is unknown.